Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified witness marks are seen on the backside at the anti-rotation slot. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): 00-4349-008-13 (65937999). 00-4349-036-03 (65585361). 010000589 (66053288). 115310 (65887953). 115395 (unknown). 180553 (unknown). 180559 (unknown). 180560 (unknown). 405883 (66179355). 405889 (66179376). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the polyethylene liner did not fully seat onto the stem during a reverse shoulder procedure. It was completed using a different poly liner. The correct surgical technique was used; however, a small proximal fracture of the humerus was reported as a complication of the malfunction.